Event description:
Pt in surgery for right leg wound/fracture repair. As surgeon was using the reamer, it broke there pieces. From intramedullary reamer tray used with flexible reamer shaft 8.0 and 950mm guide rod.